Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2020-01257. It was reported that the patient presented to the emergency room after inappropriate high voltage therapy was delivered by the implantable cardioverter defibrillator. Device interrogation revealed that high voltage lead impedance was less than the lower limit, indicating lead malfunction. The device was unable to perform capacitor maintenance. The right ventricular lead was capped on (B)(6) 2020 and replaced along with the device. There no adverse consequences reported following the procedure.